Manufacturer narrative:
This MDR is submitted to provide additional manufacturer narrative to MDR_3011581906-2024-00111_complaint (B)(4) followup_2 which is already packaged and submitted in webtrader. In the above MDR which is already submitted under section h: under event problem section a code 610 for investigation findings(c) is added to make the original follow up 1 MDR look more accurate. Under section b date of the report was not added in follow up 2 but was added in this MDR.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was only one previous complaint on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. Analysis of the returned device was completed on 4/1/2024. The pump was tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. An abrupt power off can be seen on event line 0 by the "log_event_on" code without an "log_event_off" code before it. A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.5 ml per hour. When the infusion was started the pump's "bolus" button was pressed and the pump powered off abruptly, confirming the reported condition. A new battery was put into the pump and the battery level on the pump was reset. The infusion was restarted and upon pressing the bolus button, the pump did not power off, pointing the root cause to be the battery that was in the pump prior. The infusion was successfully completed, further confirming the battery with an insufficient charge. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
This MDR is being submitted to make correction in section d9 for the previous followup where date the device returned to manufacturer is added.